Manufacturer narrative:
The device failed while in patient use which would cause a delay in treatment and the patient to be reintubated. They cannot leave an endotracheal tube in place if they cannot keep the cuff inflated. The IFU instructs users to test for proper inflation of the cuff prior to intubation and this common practice in an intubation procedure. Based on the reported information the criteria for reporting has been met. Summary: the complaint was confirmed based on the pictures provided. Complaint history for this part number shows one similar complaint, in 2020. This issue does not appear to be trending, but will be monitored for reoccurrence. The supplier (well lead) has been notified by the customer and is still in the process of investigating this complaint. Once the supplier delivers the investigation report to the customer and to us, the complaint record will be reopened and the investigation report attached. In the meantime, the investigation report from a similar complaint in 2020 is attached. The most likely root cause is the patient biting the inflation tube. Supplier notification has already been performed by the customer. Customer follow up will be done directly by well lead. Ra: this failure mode (r8), cuff loses pressure due to the inflation line disconnecting from the tube, is identified on the risk analysis file (ra-47) for ett. The severity of harm associated with this failure mode is considered a major (6) risk and does not meet the risk threshold for carb review (8).

Event description:
The base of the inflation tube was torn from the tracheal tube causing deflation. Patient had to have endotracheal tube removed and another inserted.

Manufacturer narrative:
The device failed while in patient use which would cause a delay in treatment and the patient to be reintubated. They cannot leave an endotracheal tube in place if they cannot keep the cuff inflated. The IFU instructs users to test for proper inflation of the cuff prior to intubation and this common practice in an intubation procedure. Based on the reported information the criteria for reporting has been met.

Event description:
The base of the inflation tube was torn from the tracheal tube causing deflation. Patient had to have endotracheal tube removed and another inserted.